Event description:
It was reported that the patient was experiencing a ¿thumping¿ in the stomach when lying on the side. It was found that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was programmed to a lower pacing amplitude and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-53, lead, implanted: (B)(6) 2005. (B)(4).